Event description:
It was reported that during a posterior inter-body fusion l5-si procedure, the surgeon was inserting a 7.0mm ti matrix polyaxial screw, and the head of the screw broke off. The scrub tech cross threaded the screw head in the holder and damaged the threads. Surgeon was inserting another 7.0mm ti matrix polyaxial screw and the retractor was up against the screw and the head of the screw came off. Both screws were removed and replaced. This is report 1 of 2 for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing investigation revealed the screw was separated from the body/collet and the threads in the screw head. Due to the returned product being partially assembled, features related to the complaint could not be fully evaluated. Therefore, it is concluded that this complaint is deemed indeterminate.